Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer to use room temperature insulin when filling the cartridge. There was no reported adverse impact to the customer. Reportedly, the customer would load a new cartridge to address the issue.